Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160207 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 160207 and device part number 195-430h / lot 150424 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160207 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However; a possible assignable root cause is sample interference.

Event description:
The user reported a false positive result with the binaxnow covid-19 self test. Confirmation testing with pcr generated negative results. Additional information was requested however no additional patient information, including treatment and outcome, was provided.